Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the distal end of the glass cap/fiber is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited severe devitrification at the output window; the glass cap exhibited mild detritus buildup. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 250,488 joules, the physician noted that the metal fiber tip had dislodged (moved but did not physically come off of the fiber). Additional information communicated by initial reporter to customer care states that the procedure had been completed with this fiber and therefore another fiber was not needed. "No injury to patient" reported. Gland volume: 190 ml. Time expended: 29:12 minutes.